Manufacturer narrative:
This incident is being re-evaluated as part of newly implemented procedures. As there was a failure to the monitron display, which was used in conjunction with the vdr ventilator on a patient at the time of failure, this event is considered reportable. The monitron device was sent back to percussionaire for evaluation. The device was noted to have external damage that could not be confirmed to be related, but was fixed. The white screen was able to be replicated and confirmed that the root cause was related to the power circuit. It was also noted that the device had not been serviced in some time. The device was repaired and sent back to the customer. No patient harm was reported from this incident. If any follow up information is received on this event, a follow up MDR will be submitted.

Event description:
Per customer complaint, the monitron was unplugged while on and in use with a vdr ventilator on a patient. It was plugged into another outlet and the screen turned white and could not be reset. The system was replaced with another system. No patient harm was reported.